Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Cause was unknown, and a specific bg value was not provided. Bg was addressed via a correction bolus. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.